Event description:
Related to MFR report #2183959-2012-01446. It was reported by the plaintiff's attorney that the plaintiff was implanted with the following pelvic mesh products: ams's elevate anterior and apical, ams's elevate and posterior and a non-ams product on (B)(6) 2011. The plaintiff's attorney alleges that "as a result of having the pelvic mesh products implanted" the plaintiff has experienced "significant mental and physical pain and suffering, have sustained permanent injury, have undergone medical treatment and will likely undergo further medical treatment and procedures."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.